Manufacturer narrative:
The customer¿s report of tubing leaked was confirmed. Visual inspection of the set noted that the macrobore tubing had a slice cut 1 inch below the lower fitment. There were no other anomalies. Functional and pressure testing confirmed leaking from the slice cut in the macrobore tubing. The cause of the leak was due to a slice cut on the tubing. The root cause of the cut is unknown.

Event description:
The customer reported that when new IV tubing was inserted the pump kept alarming for air in the line. When the door was opened solution leaked out of the tubing. Inspection of the set identified a small cut in the tubing just below the lower fitment.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn placed the tubing into the pump and the pump kept alarming air in line. The rn removed the tubing from the pump and IV fluids "squirted" out of the tubing. Upon observation there was a small "cut" in the tubing just below the blue and white clamp. There was no report of patient harm.